Manufacturer narrative:
Without raw data files further investigation cannot be performed. The certificate of analysis was reviewed for card lot performance. Lot 04-24017-60 was performing as intended at time of release. Per the epoc manual: as per clsi (B)(6) , arterial blood samples are preferred for blood gas analysis. Therefore, reference ranges for arterial blood gases may not be directly applied to venous and capillary blood gases. Delays between collection and analysis are known to affect test results if proper precautions are not considered. Customer stated they were not able to confirm whether the two mixed-venous results were from the same sample. Customer is aware that if the sample was the same, then the gases on the 06:14 run would be different from 05:03. The customer also did not know draw times and unsure if the 06:14 sample was a different draw. It is worth noting that sample handling, including samples kept in a cooler or on ice, can lead to differences in blood gas measurements. Per the epoc system manual section 12.2.6, when a syringe is used for the testing in question, the test should be performed in less than 30 mins. Improper sample handling is likely the issue as customer appears to be allowing for room air contamination.

Event description:
The customer reported a discrepant po2 on one patient compared to retesting. The customer is unsure if the repeat testing was performed on the same sample/draw. This also resulted in a discrepant so2 which is calculated from po2.there is no report of injury due to this event.